Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. Bettlach didn't manufacture this lot and a DHR not available and DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device history review: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues for complaint.part number: 456.479s,lot number: 7056089,manufacture date: october 18, 2012,expiration date: sept 1, 2021. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post implantation of a tfn (trochanteric fixation nail) system, the patient was experiencing significant pain and a decline in range of motion in the effected hip. The revision surgery was done approximately 2 years post initial implant. During the revision surgery, which was planned as a conversion to total joint hip replacement, the helical blade went through the femoral head. The surgery was successfully completed with out delay and/or additional medical/surgical intervention. The patient outcome was good and it was reported that the patient has reestablished walking successfully. This is report 1 of 2 for com- (B)(4).